Event description:
It was reported that a malfunction occurred on the pump, but no notable events preceded the malfunction. The issue caused the customer's blood glucose level to exceed a high threshold, with the specific value unknown as it was displayed as "high." The customer addressed the elevated blood glucose level by administering a correction injection via multiple daily injections and did not require assistance from a third party. Tandem technical support provided information on how to reset the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction codes reappear, which they acknowledged and understood.